Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not detect electrodes) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, the 3.3v wire was open inside the trunk cable. The cause of the inability to detect the electrodes is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was not detecting the electrodes.